Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for eight days for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). Eleven days later, while the patient was still recovering from the peritonitis, the patient was re-hospitalized for the same peritonitis event and dianeal/extraneal therapies were discontinued. Three days later, the patient was discharged from the hospital. At that time the unspecified antibiotic treatment was ongoing and the patient was not recovered from the peritonitis event. It was reported that the patient was going to be starting on hemodialysis therapy for three months (dates unspecified) until the patient recovers from the peritonitis event. No additional information is available.